Event description:
It was reported that the nurse reports a 113 alert reduced water temp control) in an arctic sun device. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 29.4c, flow rate (fr) was 2.6 lpm. Guided to diagnostics: system hours 6942, pump hours 3149 t4 (chiller) 3c, mixing pump command (mpc) was 100%. Advised this device will need to go to biomed for repair. Per follow up information received via phone on 13may2026, transferred to the biomed. Spoke with biomed who confirmed a faulty mixing pump would be repaired onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.